Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 139 mg/dl at the time of the incident. The customer reported that the insulin was squirting during manual prime process. The customer stated that the insulin pump was dropped. The customer also stated that the drive support cap was sticking out. The customer also recalled pressing the cap while connected. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, error test, self-test, basic occlusion test, occlusion test, primetest, excessive no delivery test or verif alarms due to motor error alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.